Manufacturer narrative:
Arjo was informed by the customer about the maxi sky 600 ceiling lift malfunction. It was reported that the strap got stuck in the broken casing during lowering the resident. When the strap released from the obstruction, the resident dropped approximately 30 cm. The emergency break did not engage. The patient did not hit any object, no injury was sustained. Arjo representative inspected the device after the incident and confirmed the fault: the device casing opening (through which the strap is wound) was cracked. The strap most likely got caught by the cracked casing opening while the spreader bar was being lowered, causing accumulation of strap in the ceiling lift, until the unexpected release of the strap . Additionally, the top shell (upper part of the casing) was damaged by a heat lamps which were located very close to the ceiling installation. This is not related to the unexpected strap release. No other malfunction of the device was found. To ensure that the device continues to perform within its original specification, preventive maintenance procedures should be carried out at intervals presented in the operating and product care instruction (document no. 001.14150.33_en). ¿daily checklist. The following procedures must be followed before each use: [¿] inspect the lift for any damage. If the lift casing does not look properly aligned, or there are any cracks or other damage on the lift, or any parts are missing ¿ do not use it. [¿] inspect the strap for any visible signs of wear, frays, loose threads or other damage. If there is any evidence of damage ¿ do not use it. Contact your local arjo representative to have the lift serviced.¿ arjo device failed to meet its performance specification since the lifting strap released unexpectedly. The device was used for a patient transfer when the failure occurred. The complaint was decided to be reportable due to indication of unintended strap release during use with the patient, not stopped by an emergency break. No injury was sustained.

Manufacturer narrative:
Arjo representative inspected the device and confirmed the fault: the device cover was cracked which caused catching the strap. The top cover was damaged by a heat lamps and the strap was worn. Additional information will be provided upon investigation conclusions.

Event description:
Arjo was informed by the customer about the maxi sky 600 ceiling lift malfunction. It was reported that the strap got stuck in the broken cover during lowering the resident. When the strap came free from obstruction, the resident dropped approximately 30 cm without hitting any object. The emergency break did not engage. No injury was sustained.

Manufacturer narrative:
Collecting of the information is ongoing. Additional information will be provided upon investigation conclusion.